Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-23631. The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt was not receiving effective pain relief from his scs system. Subsequently, he discontinued the use of the stimulation over a year ago. During that time, he also did not charge his scs system. The pt is to meet with sjm rep to evaluate his system as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.